Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve into a calcified native aortic valve, the valve dislodged during deployment. The valve did not completely expand and was observed to be too high. The valve was snared and a second larger 29 mm valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a pop-out/dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. In this case, the dislodge most likely was due to calcification levels. However, with the limited information and no images to review, we are unable to conclusively determine the cause for this report. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Multiple factors can affect frame expansion or compression, such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). In this case, the under expansion most likely was due to the patient¿s aortic valve calcification and suboptimal position, as it was reported. However, with the limited information and no images to review, we are unable to conclusively determine the cause for this report. The evolut system instructions for use (IFU) warns the user against using a snare to reposition a deployed valve as follows, "once d eployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.